Event description:
It was reported that pump displayed malfunction alarm with fault 12-0x2071, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, and issue did not recur after reset, so customer was advised to continue using pump and to call back if malfunction returned.